Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: a review of the black box showed the history was inaccurate due to a 0.00/hour basal rate recorded at 14:55 and 15:21 due to primes being performed. The black box showed a replace cartridge alarm and deliveries were never resumed. The basal change history indicated that the user manually changed the basal rate at 0.55 units at 2:30 to 3:00 on (B)(6). The rewind load, and prime steps were performed successfully. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed two units and the total daily dose correctly showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during the testing. The history settings complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Additionally, the down arrow key was under responsive. The keypad cover was removed to find the down arrow button contact cracked. The keypad buttons were intact. No contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose(bg) of 530mg/dl with no signs or symptoms, associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the basal history did not match the active basal program, and the patient allegedly experienced hyperglycemia, while on the insulin pump.